Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a "door open error". This occurred during an unknown process step in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Ac adapter is physically damaged. Tubing guide appears free and clear of debris. Unit is able to successfully load and run a set without discrepancies, although the door is not latching as intended. A review of the event history log revealed multiple occurrences of system error 21510 door latch open failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was damaged ac adapter and lvp mechanism. The ac adapter and lvp mechanism require replacement to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.